Event description:
It was reported to nevro that a patient acquired an infection at the ipg site post implant. The infection was staphylococcus. The patient was in the hospital for another wound care issue. It was determined that the infection to the ipg incision site came from this wound. The ipg was explanted and the patient was given IV antibiotics. The patient was discharged from the hospital and recovered without sequelae.